Event description:
Reporter indicated that physician believed that the patient's device was changing its own settings. Reporter indicated that reporter was told by the physician that the device changed from an off time of 5 minutes to an off time of 180 minutes. This was noticed at a 9/01 checkup. The patient had been having an increase in seizures since event date.